Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages (sf65 and sf140) were due to an isolated software fault. The software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf65 and sf140). There was no patient injury reported as a result of this incident.